Event description:
It was reported that during an evaluation conducted by a manufacturer field service technician, it was discovered that the inside of the power plug plastic housing had evidence of melting. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.